Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient stopped recharging his ipg as recommended. In turn, a representative could not communicate with the device, and his ipg became inoperable over time. As a result, the patient may undergo surgical intervention at a later date.

Event description:
Additonal information revealed patient passed away the week of (B)(6) 2019. Exact date of death and cause of death is unknown.